Event description:
It was reported that the user experienced fluctuating glucose with prolonged hyperglycemia after a day of lows, alongside a brief cgm sensor issue, and the ilet reportedly did not deliver insulin for several hours despite the user not pausing the system or exercising. Symptoms included headache. Outcomes included self-treatment with oral carbohydrates and continued monitoring at home without medical intervention. Investigation included agent review of uploaded reports and real-time troubleshooting, guidance to replace the sensor, and confirmation by fingerstick of a glucose of 335 mg/dl. Investigation of this case revealed an unclear cause for hyperglycemia following a period of hypoglycemia, with a reported lapse in insulin delivery and a concurrent sensor issue, although the device remained connected and no alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.